Event description:
The technician alleged that the brake and steer casters are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer caster and adjusted the brake caster to resolve the issue.